Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery measured to be within specification range. Performed a source measure unit (smu) test and were measured to be within specification. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported that a low scan result was received on the sensor compared to a blood glucose result obtained on a competitor brand meter. As a result, the customer received unspecified treatment from a third-party. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported that a low scan result was received on the sensor compared to a blood glucose result obtained on a competitor brand meter. As a result, the customer received unspecified treatment from a third-party. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into the test fixture to perform smu (source measurement unit) testing. Performed a smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section 10 - additional mfg narrative was incorrectly documented in follow up report #1. The correction has been made.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported that a low scan result was received on the sensor compared to a blood glucose result obtained on a competitor brand meter. As a result, the customer received unspecified treatment from a third-party. No further information was reported. There was no report of death or permanent impairment associated with this event.